Event description:
It was reported that the r-wave amplitudes were lower with the implanted device than with the test device despite being positioned in the same location. The physician changed the position of the electrodes and applied pressure with the programmer head, but he was not able to find a position with r-waves that were high enough. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the device was returned and no anomalies were found.